Event description:
It was reported that the keypad of the device was defective. There was no reported patient involvement.

Manufacturer narrative:
A review of the device history record for sn (B)(6) was performed from 04/08/2020 to 08/31/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that the keypad of the device was defective. There was no reported patient involvement.